Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient had no delivery alarm. Customer's blood glucose at time of incident was 287 mg/dl. Customer was explained the recurring no delivery alarms may be due to site, set or reservoir issues. Customer stated they do not want to troubleshoot for recurring alarms. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window.